Manufacturer narrative:
Add'l info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An operating room supervisor reported possible cases of toxic anterior segment syndrome (tass). There is a total of five patients that were affected and these reports came from 4-5 surgeons. The facility is unsure of the source of these events and has requested a site visit. The supervisor reported their instruments are rinsed on the back table with sterile water and that they do not mix instruments. Fifteen surgeons operated out of this facility. No cultures have been taken at this time. A site visit was scheduled for this facility and add'l info has been requested regarding pt status, identifiers, and surgical details.